Manufacturer narrative:
Esd kit functional checked and operational. Reseated all connectors on hard drive and power supply. Using a voltmeter, varied constant 5.17 while checking connectors. Booted system 7 times error free. Made several fluoro shots and cine runs, monitored system for one hour, no duplication of reported error.

Event description:
The customer reported that the system monitor went black during a procedure. No injury to patient as a result of the reported failure. Another c-arm was used to complete the case.